Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. The customer treated with manual injection. The customer had symptoms such as vomiting. The customer reported no delivery alarm. The customer stated event was resolved by complete set change. The customer stated that the top of the battery cap is damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.